Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clip was retained in the flex videoscope and used on a second patient. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d9, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the device IFU which states: warning: after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.